Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging having to recharge meter every ~3 tests; is testing infrequently (1-2x/week). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (6/21/2013).the patient¿s meter and usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on 6/3/2013 and 6/14/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The usb cable/ac adaptor were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.